Manufacturer narrative:
The customer¿s reported complaint of blood backing up into the tubing was not replicated when testing each device during the investigation. The customer¿s reported complaint of blood backing up into the tubing was not replicated when testing each device during the investigation. Based on a log analysis, the last alteplase 5mg/20ml infusion was identified infusing on pump module s/n (B)(6), attached to pcu (B)(6) on (B)(6) 2019 at 7:05 am. The last alteplase 5mg/20ml infusion on pump module s/n (B)(6), attached to pcu (B)(6) was on (B)(6) 2019 at 8:06 am. It was not evident in review of the logs if blood backed up into the infusion line during these infusions. Test results from each device confirmed that both returned pump modules are operating as intended. The root cause of the customer¿s experience with blood backing up into the tubing was not definitively determined. Device history review: a review of the device history record showed the device had a manufacture date of 06/07/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Race and ethnicity: caucasian. Admitting diagnosis: chronic renal disease, end stage. Relevant history: complex medical histories.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.